Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5534-45 lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that both the right ventricular and atrial lead impedances were trending upward and are high. Both leads will be monitored and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.